Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked from a crack in the tubing. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device evaluation was completed. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included pressure test and clear passage under water test were performed which revealed a leak between the tubing and the drip chamber. The reported condition was verified. An additional pull test was performed which observed that the tubing and the chamber were correctly assembled. The cause was determined to be incorrect solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.